Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that this lead was explanted with no anomalies. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reason. No new lead was implanted in the rv. No additional adverse patient effects were reported. Additional information indicated that this rv lead was explanted with no anomalies. Also, a new rv lead with different model was implanted.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reason. No new lead was implanted in the rv. No additional adverse patient effects were reported.